Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing a pod about 4¿5 hours on the abdomen. Upon removal, the pod cannula was found to be at an angle (bent) and was not properly inserted into the infusion site. Insulin leakage was also observed. The patient has mild irritation and redness at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.